Manufacturer narrative:
Additional information: b5 - reported as; the reporter indicated that the surgeon implanted a 12.6mm vicm512.6, -6.0 diopter, implantable collamer lens into the patient's right eye (od) on 29/nov/2023. Refractive change overtime was observed. Lens remains implanted. Cause of the event is reported as unknown. Correct to; a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive change overtime. In a separate visit the lens was exchanged for a replacement lens of same length different power. The problem was resolved. Cause of the event was reported as unknown. D4 UDI reported as; (B)(4) ; update to; (B)(4). H6 health effect - impact code (f): reported as; 2199 - update to; 4629. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm512.6, -6.0 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Refractive change overtime was observed. Lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional information: provided throughout form. Claim# (B)(4).

Manufacturer narrative:
A2 - unk. A3 - unk. A4 - unk. A5 - unk. A6 - unk. B3 - unk. D2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry). D4 - unk. D6a - unk. H4 - unk. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right (od) eye. Refractive surprise was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.